Event description:
It was reported that during a lead revision on (B)(6) 2024 (related manufacturer reference number: 1627487-2024-07611 and 1627487-2024-07612), 1 cerebrospinal fluid (csf) leak occurred when attempting to access the epidural space. The procedure was aborted. The csf leak has since been resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.